Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a surgery was performed for oblique fracture of the 5th metatarsal bone. During the surgery, a variable angle (va)-hand strut plate with 12 holes was applied on the affected bone. When the surgeon drilled the bone, the tip (1 mm) of the drill bit broke off and remained inside the bone. The broken piece of the drill bit was left there since the surgeon judged it would cause no adverse consequences. While the surgeon was inserting a screw, the tip of the driver shaft broke off. The operation was completed by using an alternative driver shaft. The surgery was completed with no delay. There was no adverse consequence to the patient. The patient is currently in the hospital without any harmful issues. Reoperation is not scheduled. The patient will be monitored. According to the sales rep who attended the surgery, the surgeon used the drill properly, as per instruction, during the drilling operation. This report is for a stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. (B)(4).

Event description:
Concomitant devices reported: trauma screws (part number unknown, lot number unknown, quantity unknown); trauma plate (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Updated to reciprocate concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.